Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the high flow insufflation unit was found to have a pressure-specific issue. This issue occurred when the pneumoperitoneum tube came down from the surgical field and was connected when setting up the equipment just before the timeout. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.